Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during intervention for a generator change, an insulation break was noted.